Event description:
It was reported that the pump and catheter were replaced. On the day prior to the report the patient had a dye study which failed. A revision was scheduled for the day of the report where it was discovered that the catheter was fractured in the pump pocket. It was also reported that there was catheter migration/dislodgement and a disconnect. The entire catheter was removed. However there was a discussion of whether the pump was also under-infusing so it was replaced as well. The pump was delivering dilaudid, clonidine, and bupivacaine at the time of the event. The patient had also been taking oral dilaudid and ms contin. It was noted that the patient is receiving effective therapy. No patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Additional information/device evaluation summary: the analysis result for the pump was ¿no anomaly found¿. The catheter was returned in 2 segments for analysis. The analysis result for the catheter segments was ¿no significant anomaly ¿ acceptable catheter testing¿. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.